Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and replaced the parts in the pm kit as well as the o2 regulator and the power supply. The power supply was sent to carefusion for further analysis where the reported issue was reproduced and isolated to a faulty metal¿oxide¿semiconductor field-effect transistor.

Event description:
The customer stated that upon start-up the unit is showing "motor fault" and will not ventilate. There was no patient involvement at the time of the incident.